Manufacturer narrative:
Method: visual inspection, functional testing. Result: based on functional testing the reported event cannot be confirmed since implant still functions correctly. Conclusion: based on visual inspection, the witness marks onto the cage were most likely left by a screwdriver. We suspect that the screwdriver used during the surgery was not correctly used. That could explain the difficulty encountered by the user to lock the screw. During functional testing, there were no issues to securely lock the set screw with the vlift screwdriver shaft. Therefore, the reported event is not confirmed.

Event description:
Dr. (B)(6) reports via our sales rep, (B)(6), that during screwing the golden screw anti clockwise the screw blocked, that means it was not possible to unscrew the screw. He further reports that the surgery was finished using a new cage of the same dimensions 22 32mm.